Event description:
According to the reporter: there was a bladder obstruction. Pt experienced moderate discomfort with relation to the device. Keflex 500mg was administered to the pt. Two days post-op foley was placed, 900 ml drained. Number 21 pruitt was place in the urethra and moved +1 and -1cm. Catheter was placed for 2 days and after that pt was able to void without difficulty but with residual.